Manufacturer narrative:
H6- health effect- clinical code 4581: hyperemia, mild pain. H6 - type of investigation: 4110 - lens work order search: one similar complaint type event reported for units within the same lot. H6 - type of investigation 3331 - the device history record (DHR) review indicated that the product had been manufactured within the established process parameters and that there was no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Manufacturer narrative: a review of the device labeling was completed. Iritis (iridocyclitis), anterior chamber cells, and fibrin precipitation are identified in the labeling as known potential adverse events following icl implantation. The dfu states precautions to physicians (10) this product should not be immersed in anything other than commonly used intraocular irrigation fluids or viscoelastic substances. Precautions for use, apply with caution on the following patients, (9) atopic disease, (18) others, cases where the doctor has judged that the application should be done with caution due to systemic or ophthalmological reasons. Prior to surgery, thoroughly explain the expected effects, adverse events, future risks, etc. Associated with the use of this product to the patient who will be inserted with this product. Precaution (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Opegan and opegan hi were used during the procedure and is a viscous cohesive of purified sodium hyaluronate manufactured by seikagaku. (11) when folding and inserting this product, use the following insertion device. Microstaar injector, microstaar foam tip plunger, icl cartridge. To avoid damaging the product, use forceps with rounded edges and no serrations on the surface. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. The handpiece (which is a reusable instrument) was used. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. It should be noted multiple cases of similar clinical presentation were reported from the same facility under the same surgeon. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into a right eye (od) on (B)(6) 2024. The patient had history of low-grade hay fever. Concomitant products used intraoperatively include: msi-pf injector, sfc-45 cartridge with foam tip plunger, ovd (opegan, opegan hi) and coaxial I/a handpiece for its removal for 61 sec. Tass was diagnosed on day 1 described as moderate inflammation with cell+++, ciliary hyperemia, moderate fibrin over the pupil, moderate deposition (unspecified) on the lens surface. The patient had ocular pain and blurred vision. Treatment included: ac lavage, topical, oral and subconjunctival injection of steroids. Based on last follow up on (B)(6) 2024, the issue resolved with bcva 20/17 (blurry due to residual lens deposits) and iop 15mmhg. The lens remains implanted. The reporter does not state a cause for the event.